Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer went to the hospital for an MRI, and the device alarmed right after the procedure was performed. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin failed the displacement test followed by a motor error alarm during the rewind as result of a motor encoder signal being out of phase. The device was received with cracked case at the display window corners and battery tube threads as well scratched screen.